Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, liner worn superiorly, head wore through poly and was in contact with the shell.